Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer's blood glucose (bg) level was impacted. However, a specific bg value was unable to be provided. A manual injection was administered to stabilize impacted bg level. The contact confirmed that an alternate method of insulin delivery was available.